Manufacturer narrative:
This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, the external defibrillation shocks were delivered on (B)(6), 2013 to terminate atrial fibrillation. Loss of capture was observed on the ventricular side after defibrillation, but pacing spikes were captured after the user pressed an emergency button. The check was completed with unipolar settings (at ventricular channel). On (B)(6), 2013, ventricular oversensing was confirmed on ECG monitor. Ventricular polarity was re-programmed to bipolar. The patient was discharged without further problems. Pacemaker check was performed in january 2014 and normal behavior was observed at this time. An explanation about decrease of ventricular lead impedance and r wave amplitude after the shock is requested.

Event description:
Reportedly, the external defibrillation shocks were delivered on (B)(6) 2013 to terminate atrial fibrillation. Loss of capture was observed on the ventricular side after defibrillation, but pacing spikes were captured after the user pressed an emergency button. The check was completed with unipolar settings (at ventricular channel). On (b)6) 2013, over sensing at ventricular channel was observed on the recorded episodes. Ventricular polarity was re-programmed to bipolar. The patient was discharged without further problems (the date of discharge is unknown). Pacemaker check was performed in january 2014 and normal behavior was observed at this time. An explanation about decrease of ventricular lead impedance and r wave amplitude after the shock is requested.

Manufacturer narrative:
(B)(4).